Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, arteriotomy locator, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The locator was found damaged with a portion distal to the blood inlet hole separated from the body. The sheath was also found kinked at the blood inlet hole. Additionally, an image was provided of the components within the patient. It appears that the guidewire was inserted over the sheath, but a section of the locator was separate from the other components. The complaint could be confirmed for a damaged arteriotomy locator. The exact root cause could not be determined. The likely cause was determined to have been a kink in the sheath and locator assembly compromising the mechanical integrity of the locator and creating resistance during separation of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a left groin access for a percutaneous coronary intervention (pci) case. After the case, the perclose failed so the doctor pulled an 8fr angio seal. When the arteriotomy locator was pulled out, they realized a part of it had broken off into the patient. The arteriotomy locator piece was left in the patient in the aortic aneurysm. They were unable to retrieve with a 9fr snare. They ended up using a second perclose to close the patient. There was no blood loss. Additional information was received on 10dec2024: the sheath size used was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It is unknown if a pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. A part of the arteriotomy locator was left in the patient. Surgical intervention was not performed to retrieve the broken piece from the patient. The patient was stable. Perclose used prior to the angio-seal device and it failed, which is why they pulled an angio-seal. On 02jan2025, terumo medical received medwatch report#: mw5163538. The report states: "angio-seal 8fr closure device broke upon deployment and dislodged in the right femoral artery and was advanced to distal aorta to not embolize right femoral artery. Patient was admitted to ICU. Access site secured and hematoma secured. Item left retained at this point. The date of event was 11/22/2024."